Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a minicap extended life pd transfer set separated from the tubing and caused a leak; further described as "catheter adapter connector came out of the silicone tubing." The leak occurred just after the separation occurred. This issue occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a050401 added. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.